Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: during investigation, no damage or peeling was found to the keypad. All the keypad buttons were intermittently responsive. The keypad was removed to find contamination under all the button contacts. Unrelated to the original complaint, the display was dim and pink. Additionally, the battery compartment was cracked from the top above the pad to the cover part. The pump cover was cracked between the corner of the lens and the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.